Event description:
When replacing the suction catheter, a small round elastic plastic part (foreign body) was losely attached to the tip of the catheter. During the suction procedures and before noticing the foreign body, there was a need to intensify the patient's ventilation. Because of more secretions, the patient had to be suctioned several times, the end user attributed the additional suction procedures due to increased secretion caused by the foreign body. Information preceding and following the incident was not provided. There was no patient injury or medical intervention.

Manufacturer narrative:
The complaint team conducted a preliminary inspection of the returned device before the device was sent to the sterilizer. Under magnification, the catheter was intact. The dome is the shape of the catheter. The device drawing was reviewed for the printed catheter and the markings were within specifications. Nothing appeared to be abnormal. There were no missing, nor cut elements. There was no evidence of a small round elastic plastic part loosely attached, or that it had been attached to the catheter tip. The device history record was reviewed. The product met manufacturing specifications. No failure was detected and the product was within specifications.